Event description:
Attempted closure of femoral artery, upon attempted insertion of mynx through femoral sheath, delivery portion of device flared and was unable to cross sheath valve. FDA safety report ID# (B)(4).